Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events leading up to the patient¿s outcome could not be conclusively determined through this evaluation. The pump would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a recently implanted patient developed right ventricular failure and had a temporary right ventricular assist device (rvad) implanted. The manufacturer of the rvad was unknown. The patient also developed multisystem organ failure (msof), including failure of the respiratory and renal systems. The right ventricular failure and msof were not thought to be related to or caused by the device or device therapy. The patient ultimately passed away on (B)(6) 2023. The death was not thought to be device or therapy related.

Manufacturer narrative:
B3: the event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.